Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc euphora rx ptca balloon catheter to treat a lesion located in the ostium of the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that deflation difficulties occurred at the lesion site following inflation. It was detailed that the balloon was inflated and deflated multiple times within the vessel. On the final inflation, the balloon would not deflate in the ostium of the rca. It was stated that an attempt was made to dislodge the balloon and advance the guide catheter over the balloon however, these attempts were unsuccessful. The in-deflator was then removed and a syringe attached, the balloon would still not deflate. The guide catheter was placed near the balloon and everything was removed together through the radial artery. No surgery or intervention were required. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: the patient presented to hospital with a st elevated myocardial infarction (stemi). The protective sheath and packaging stylette were removed with no difficulties. The device was not moved or repositioned while inflated. The balloon failed to deflate. The physician had a wire across the lesion in the rca that was causing the heart attack, and asked for the nc euphora balloon to push the plaque against the artery wall. The deflation difficulty occurred on the third or fourth inflation. Many attempts were made to deflate the balloon. It was stated that an attempt was made to dislodge the balloon by advancing the guide catheter over the balloon, however, these attempts were unsuccessful as the guide catheter would not advance. The physician did not attempt to burst the balloon. There was no difficulties noted during inflations of the the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with a non-medtronic syringe attached which was removed with no issue noted. The device also returned loaded in a non-medtronic guide catheter with a non-medtronic y-connector attached. The exposed section of the distal shaft was stretched. The proximal balloon bond was necked. The proximal marker band was not in position under the balloon working length. Deformation was evident to the distal tip. The balloon was deflated on device return. The balloon was stretched distally and folded onto itself. It was not possible to remove the guide catheter due to the condition of the balloon. No other deformation evident to the remainder of the device. Inflation or deflation testing was not possible due to the level of deformation of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.